Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a premature overdischarge of an implantable neurostimulator (ins) that occurred during normal use. A consumer turned off his ins for two (2) weeks and when he switched it back on it was in overdischarge and required a physician reset. No factors known to have led to the event. The consumer did a physician reset and then met with the representative to clear the por (power on reset) alarm. The representative advised the consumer to not let the ins charge go lower than 25%. The issue was noted as resolved at the time of the report. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.